Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is atom. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: on the investigation performed by atom medical, no anomaly found and no flow issue was also found. As lot# is unknown, DHR review couldn't be performed.

Event description:
It was reported that saline didn't flow in the sp set.